Event description:
The console 110v was sent for service because the power cord was cut at the end and there were bare wires exposed. There was no pt involvement and no adverse consequences associated with the device.